Event description:
It was reported that, during a revision surgery for a thr due to infection, in one (1) large slap hammer the connection to the trunnion broke. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The pin that mates the sleeve to the entire assembly broke, rendering the device inoperative. The device shows signs of extensive use. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that after three requests no relevant clinical information has been provided for inclusion in this medical investigation. Therefore, a thorough medical investigation cannot be rendered nor can the root cause of reported breakage be determined. A single undated, unlabeled photo of a broken device was provided. Per the product complaint form, the sales representative reported, all the broken pieces were retrieved from inside of the patient. Based on the information provided, the surgeon completed the surgery without any delay, with a back-up device. Since the patient was not injured as consequence of this issue, no further clinical/medical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation but the pictures were reviewed, and the broken instrument was confirmed. The clinical/medical investigation concluded that, after three requests no relevant clinical information has been provided for inclusion in this medical investigation. Therefore, a thorough medical investigation cannot be rendered nor can the root cause of reported breakage be determined. A single undated, unlabeled photo of a broken device was provided. Per the product complaint form, the sales representative reported, all the broken pieces were retrieved from inside of the patient. Based on the information provided, the surgeon completed the surgery without any delay, with a back-up device. Since the patient was not injured as consequence of this issue, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures for the listed device; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.